Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient¿s ins was turned off so the patient could go to the dentist and a new program showed up that wasn't there before. The patient also had been seeing an error message on the programmer when trying to turn the ins back on. The patient described sync now and poor communication screens. The caller was unable to sync with the ins using the programmer with and without the antenna attached. It was noted the programmer had not been dropped or wet and they don't use it too much. The caller stated they replaced the batteries but it did not help. The caller confirmed there is no corrosion in the battery compartment. The programmer was to be replaced but if the patient could not sync still they were redirected to speak with their healthcare provider to have the ins assessed. No patient symptoms were reported. No further complications were reported.